Event description:
It was reported that the user¿s caregiver experienced difficulty getting the infusion set to adhere during initial setup of the ilet, using multiple infusion sets before realizing the blue needle guard had not been removed; the event was categorized as an infusion set deployed incorrectly, with troubleshooting and education completed and no alerts or alarms. Symptoms included none reported. Outcomes included no immediate health effects, no medical intervention, and continuation of previous therapy as backup. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user error related to failure to remove the needle guard prior to insertion. It was concluded that the device functioned as designed and the event was attributable to use error, with no adverse clinical outcome.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.